Manufacturer narrative:
Original lot number provided was deemed invalid. The lot no. Is therefore being reported as unknown. The lot number provided by the customer (85702) was invalid. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The complaint file contains insufficient information to determine a most probable root cause. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The information received on the medwatch was very limited therefore the initial reporter's address, phone number and email address is not available. Follow up attempts and requests for sample availability have not been requested due to the lack of information received with this incident notification however if the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: elastic fiber found on needle.